Manufacturer narrative:
Investigation summary: sample evaluation we have been provided with three affected samples. A leakage through the plunger rod was observed in this provided samples. After that we could determine that the leak was always in the position of the scale, and we could confirm a damaged in the barrel wall due to the marking process, which produced the reported leakage issue. Bhr review we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2011. Syringes were assembled in machine, nº4252, and nº4251, in lot #7009441. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7009458, and #6328024 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7024025, #7016119, and #7009457 and no problems, defects or qn related to the reported issue were found. Root cause: root cause analysis based on the evaluation of the samples, we have concluded that the origin of the reported issue was related to a defective stamping of the barrel, what damaged the barrel wall, producing the reported leakage issue. The process we use to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, we interpose a special black printing foil. By pressure, the stamp pushes the printing foil and its component is embedded in the barrel wall. According to the evaluation of the received samples and our manufacturing records, we think that, due to some temporary maladjustment of the printing device, an excessive marking of the scale may damage the external wall of the barrel causing the reported leak. Confirmation the provided sample presented the reported issue. We could confirm the reported issue. CAPA determination no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Event description:
It was reported that the bd disposable sterile syringe with injection needle leaked from the barrel and plunger. Found during use. No serious injury or medical intervention noted.